Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. Despite exhaustive efforts, the failure was unable to be reproduced during investigation. It is likely that an electro static discharge (esd) event on the purge assembly communication line could have caused the momentary purge fluid miscalculation. The cause of the aic issue was a defective purge assembly misreporting the purge fluid volume. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) experienced a purge issue that was resolved by swapping out the console. No clinical details regarding patient condition were provided.